Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 1.8 mmol/l (32.4 mg/dl) while wearing the pod. Patient self treated at home by reducing the basal rate by 70%, drinking juice, eating carbs and lots of sugary foods. The patient visited the emergency room (ER) after attempting to increase the blood glucose levels and not having luck doing so. No information was provided on the type of treatment provided at the hospital or if there was any.